Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was alarming. Multiple pump motor stalls and motor stall recoveries were recorded in the event logs. Two stalls and recoveries occurred on (B)(6) 2011 and two more again on (B)(6) 2011. There were no MRI's or magnets over the implant. No pt symptoms were reported. The pump was used to deliver clonidine, dilaudid and bupivicaine.